Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor is beyond its expiration date.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 62 mg/dl and a blood glucose of 272 mg/dl. Troubleshoot was declined for the sensor inaccuracy and the threshold suspend event. The sensor will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor is beyond its expiration date.